Event description:
The 18 gauge insyte autuguard device placed in ER dept on pt with hepatitis b. Following activation the needle was disposed in the sharps collector. A needle within the sharps collector went into the small jhole in the rear of the insyte autoguard and pushed the needle back out resulting in a needle stick injury to the clinician.